Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was tested with a glucose sensor simulator and communicated and functioned properly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that a customer's blood glucose level was high at 580 mg/dl. The customer states that his insulin pump is not working. The customer was treated for his high blood glucose with a manual injection of insulin. The customer was assisted with trouble shooting and found that there were air bubbles inside the tubing of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.